Event description:
To summarize this event, the pfo showed a small fenestration and a long tunnel on echocardiogram. Balloon sizing was performed and measured to 16mm. A 16mm amplatzer® septal occluder (aso) did not sit well in the septum and impinged on the aorta. This aso was removed immediately and a smaller 11mm aso was deployed. The 11mm aso was checked on fluoroscopy and echocardiogram with the septum confirmed within the discs, the aso appeared stable with a wiggle test and the aso was deployed. At deployment the aso looked good initially on fluoroscopy but after a few minutes, it appeared to have moved upwards. The aso was checked on echo and septum could not be confirmed between both discs in all planes. An attempt was made to snare the aso unsuccessfully, and a pigtail catheter was placed within the aso and contrast was administered via the pump at force, and very little contrast could be seen crossing into the left atrium. It was felt at the time the aso sat within the tunnel, but had not moved for four hours and appeared stable despite attempts at manipulation. The following day transthoracic echocardiogram did not show the aso and a chest x-ray performed confirmed the aso had embolized to the abdominal aorta. The patient was taken back to the cath lab and the aso was retrieved percutaneously. A 25mm amplatzer® pfo occluder (pfo) was successfully deployed.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Review of the medical records and images by aga's medical consultant resulted in the following findings: two cds were provided for review. The angiogram cd showed balloon sizing, aso deployment, release, interrogation/angiograms after release and also aso retrieval the following day. The aso after release had a very flat profile which suggested that the limbus was not covered by the right atrial disc. The angiograms with the pig-tail catheter confirmed the findings that the aso had migrated into the tunnel but was stable. The second cd was of the tee performed in the cardiac catheterization laboratory. This showed an atrial level communication that was typical of a pfo with a very long tunnel. Not only was the tunnel long in superior-inferior dimensions but also in anterior-posterior dimensions. The length of the tunnel was more than 20mm (28mm measured by the echocardiographer) and the diameter of the defect (tunnel diameter, separation of the primum and the secundum septum) was 14mm minimum. The 16mm aso was inappropriate in appearance, it was removed and an 11mm aso was placed which was small for the dimensions of the tunnel. The wiggle test was performed and the aso was found to be stable. After release, the right atrial disc migrated into the tunnel. The aso embolized into the left atrium and subsequently into the abdominal aorta overnight. According to aga's medical consultant, the aso embolized due to the following: the aso that was used for the defect was inappropriate. The defect was a very long tunnel pfo and a device with a self-centering waist, such as the aso, was not ideal. The limbus was not covered by the right atrial disc. This is crucial because it prevents the right atrial disc from sliding into the tunnel. The right atrial disc of the 11mm aso (21mm disc) could have been enough if a non-self-centering device had been used. With the self-centering aso, elongation of its waist pulled the right atrial disc into the tunnel. A pfo or an amplatzer® cribriform occluder ideally suited the anatomy of the defect and hence a 25mm pfo was successfully used the following day. The right atrial disc should overlap the limbus for the device to remain in its location in patients with complex pfo anatomy, such as this one.